Event description:
A site representative reported that while in a cranial procedure, they are unable to track the biopsy needle. A medtronic representative confirmed that they had set a plan and locked the trajectory, had rotated the needle 360 degrees and were not bending it. The medtronic representative recommended re-locking the trajectory, however, the surgeon decided to free-hand the biopsy based on the stop position given in the software. There was no impact on the patient outcome.

Manufacturer narrative:
Patient weight unavailable from the site. Lot number not available, instrument was discarded. Device manufacture date not available. The needle was discarded after the case by the site; lot number is unknown. The doctor was able to get diagnostic tissue, case was successful. Mnav representative evaluated the system and it is fully functional. Software investigation is on-going.